Event description:
Subsequent to the initially filed report, additional information was received stating the original procedure was performed on (B)(6) 2023. The single leaflet device attachment (slda) was then observed roughly three months later. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event estimated.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation grade 3. One clip was implanted without successfully and the mr was reduced to grade 1-2. Roughly five month later, the patient returned to the hospital and echocardiography showed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2023, an additional mitraclip procedure was performed. Two clips were implanted, reducing mr to a grade of 1. No additional information was provided.